Manufacturer narrative:
Result: the neuron 070 was kinked in the proximal shaft approximately 4.5 and 34.0 cm from the hub, kinked in the proximal shaft approximately 41.5 cm from the distal tip, and kinked in the distal shaft approximately 2.6 from the distal tip. Conclusion: the complaint has been evaluated. The complaint indicated that a lab tech found the neuron 070 was kinked during preparation. Evaluation of the returned device confirmed kinks in the proximal and distal shafts. This type of damage typically occurs when due to improper handling during removal from packaging. If the catheter is removed from the packaging at an angle, the shaft may kink due to excess force and bending. These devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a medical procedure using a neuron 070 6f delivery catheter. During preparation, the neuron was found kinked and was not used.

Manufacturer narrative:
Conclusion: the device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.